Manufacturer narrative:
(B)(4). A visual examination of the returned resolution clip device found that the clip assembly was locked on to the bushing but could not be deployed because the cross pin was detached from the control wire. The set screw was fully seated. The prongs were in an open state and were not locked into the capsule. There is not enough information available to determine what caused the reported failure. Therefore, the most probable root cause for this complaint cannot be determined. A review of the device history record (DHR) was performed and the review shows that all acceptance records demonstrate that the device was manufactured in accordance with device master record. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was limply hanging on the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the clip failed to release from the catheter; therefore, this is now an MDR reportable event.